Event description:
It was reported that during an initial surgery, a roi-c plate bent and the cage was found to cracked. Another cage and plates were successfully implanted. There were no reported patient impacts. This is report one of two for this event.

Manufacturer narrative:
Potential cause: this event could possibly be attributed to off-axis forces capable of overcoming the material properties applied during impaction. Additionally, per complaint description the patient has hard bone, which could contribute to this event. However, the definitive cause cannot be determined. Device evaluation: visual inspection revealed the cage has fractured. DHR review and related actions: per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any product holds. Device use: this devices are used for treatment. Reference report 3004788213-2020-00265.